Manufacturer narrative:
Citation: gritti et al. Flail tricuspid and mitral valve in neonatal lupus. Jacc case rep. 2025 jul 16;30(19):104558. Doi: 10.1016/j .jaccas.2025.104558. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a newborn patient with flail tricuspid and mitral valve which resulted in severe atrioventricular valve insufficiency. Steroids and immunoglobulins were administered, and later mitral and tricuspid valve repairs were undertaken. An inability to wean from extracorporeal membrane oxygenation led to the mitral valve being replaced with a modified medtronic melody valve. Postoperative transesophageal echocardiogram showed the melody valve in good position with mild mitral regurgitation and mild left ventricular outflow tract obstruction. As expected, the patient had a prolonged recovery in the intensive care unit. At four months of age, there was progression of the left ventricular outflow tract obstruction and severe tricuspid regurgitation which required intervention to replace the melody valve with a mechanical prosthetic valve, a left ventricular myectomy, a subaortic ridge resection, and tricuspid valve repair. The patient was discharged home at five months old. No further information was provided pertaining to medtronic products.